Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on the blue care fusion screen. A technical support specialist (tss) dialed into the station to address the blue screen issue. The tss reinstalled the remote smart service (rss) 4.12 software, after which the application functioned correctly and normal operation was restored. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user was attempted a server migration when the daily password failed, resulted on the user being locked out. After rebooted the station, the system became stuck on the carefusion blue screen. However, there were no delays or adverse events or injuries reported based on this event.